Event description:
The customer reported that the system intermittently locked up. This happened during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power supply and the cable. The system was tested and found to be working as intended and put back in service.